Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008 the patient presented with pre-op diagnosis of l2-3 and l3-4 instability. The patient underwent the following procedures: right l2-3 and l3-4 extreme lateral interbody fusions with lateral plates l2-3 and l3-4, also with peek interbody grafts at both levels with mosaic mixed with bmp. Per-op notes, at the l3-4 level, a 10 millimeter height lordotic cage was placed after a trial confirmed this to be in good position. This peek cage, 50 millimeters in length, 10 millimeters in height, was packed with a mixture of mosaic and bmp and tapped into place under fluoroscopic guidance. At l2-3 level, the same process was then repeated and finally a 12 millimeter height lordotic peek cage 50 millimeters in place was tapped into place. This was performed under fluoroscopic guidance. Finally ap and lateral fluoroscopy confirmed excellent position of the interbody grafts and good position ofthe lateral plates and screws at l2-3 and l3-4. No complications were noted. On (B)(6) 2009 the patient presented for health maintenance. She has had both diarrhea and constipation and abdominal cramps with the increased stress over the last several months. No urinary symptoms. She does have a lot of arthritis in her hands. In her knees, her low back. She has chronic pain and stiffness there. She has had some hair loss with her recent stress and steroid burst. Sleep varies. It is usually good. She does take lorazepam at bedtime. Impression: depression/anxiety. Symptoms are worsened with recent inter current stress; lupus; hypertension; hypothyroidism on (B)(6) 2009 the patient presented with complaints of discoloration of toes, not being able to sleep due to the pain that she has. Impression: discoloration of the toes. She relates that this is similar to her previous raynaud's which it certainly could be; hypertension. Blood pressure is higher than it should be in the office today; depression / anxiety. Symptoms much better on the higher dose on the effexor; glaucoma; discoid lupus; hypothyroid on (B)(6) 2009 the patient presented with complaints of worsening constipation and bloating. Impression: lumbar disc disease and lumbar spinal stenosis. Pain symptoms are better controlled at this point; discoid lupus; raynaud's; hypertension; hypothyroid. Recent tsh is slightly elevated. On (B)(6) 2009 the patient presented for follow up of her hypothyroidism. Assessment: primary hypothyroidism. At this point it does appear that she is clinically and biochemically hypothyroid. On (B)(6) 2009 the patient presented for follow-up with complaints of skin changes, bruising very easily on her arms and her toenails are cracking and splitting. The patient also had raynaud¿s in her hands and feet. Impression: severe lumbar disc disease. With chronic pain issues. She is taking a fair number of the oxycodone/ apap tablets on a consistent basis; discoid lupus; hypothyroidism; hair loss 5. Easy bruisability 6. Depression and anxiety on (B)(6) 2009 the patient underwent x-rays of hand arthritis pa only bilateral. Findings: the right hand demonstrates mild osteoarthritic appearance to the second dip, severe osteoarthritic appearance to first carpometacarpal joints bilateral with prominent spur and irregularity. Mild djd appearance to the left second dip as well. On (B)(6) 2009 the patient presented for follow-up. Her pain issues were reasonably stable. Control of her chronic pain, particularly in her back, has been better since shehas been on the oxycontin. Impression: hypertension; chronic degenerative joint disease. She has had a lumbar fusion. She has issues in other joints. She has chronic pain; discoid lupus; depression and anxiety; hypothyroid on (B)(6) 2009 the patient presented for follow-up of her hypothyroidism. The patient complained of fatigue, and constipation. On (B)(6) 2009 the patient underwent screening bilateral digital mammogram. Assessment: negative: birads. On (B)(6) 2010 the patient presented with complaints of sweating both during day and night, belly feeling distended and bloated a lot of the time. Impression: well woman exam; chronic pain. Secondary to a number of issues, but primarily due to lumbar and cervical disc disease at this point; discoid lupus; depression and anxiety; hypothyroidism; hypertension; complaint of abdominal bloating. She is due for a colonoscopy. On (B)(6) 2010 the patient underwent colonoscopy due to screening for malignant neoplasm in the colon. Findings: multiple small and l arge-mouthed diverticula were found in the sigmoid colon. No additional abnormalities were found on retroflexion. Impression: - diverticulosis sigmoid colon. On (B)(6) 2010 the patient underwent colonoscopy for screening for malignant neoplasm in the colon. Impression: diverticulosis sigmoid colon. On (B)(6) 2010 the patient presented with the history of progressive symptoms of burning and tingling in her hands and unsteadiness of gait. The pre-op diagnoses were cervical spinal myelopathy with disk degeneration c4-5, c5-6 and c6-7. The patient underwent the following procedures: anterior cervical diskectomy and fusion c4-5, c5-6, c6-7 with carbon fiber interbody cages, mosaic and off-label use of bone morphogenic protein two with anterior cervical plating arthrodesis c4 to 7; use of intraoperative microscope. Real-time somatosensory evoked potentials as well as emg monitoring was performed throughout the entire procedure. Per op notes, lordotic carbon fiber grafts were packed with a mixture of mosaic bone substitute as well as one third of an extra, extra small sponge at each level, a 5 millimeter carbon fiber graft lordotic used at c6-7. A 6 millimeter lordotic carbon fiber graft used at c5-6 and a 7 millimeter carbon fiber graft used at c4-5. No complications were noted. On (B)(6) 2010 the patient presented with complaints of urinary frequency and odor. Assessment: urinary tract infection. On (B)(6) 2010 the patient presented for follow-up with complaints of pain in her right thumb at the base of the mcp and radiating all the way up into her arm. Impression: chronic pain issues. With multiple lumbar surgeries and now a recent cervical fusion; discoid lupus; increased hand pain. Swelling, and decreased range of motion particularly in the thumbs; hypertension; depression and anxiety on (B)(6) 2010 the patient presented with complaints of numbness and pain that goes down into her arms, as well as burning, tingling sensation on the anterior aspect of her neck. Impression: systemic lupus erythematosa. She has marked degenerative change in multiple areas; cervical and lumbar disc disease with chronic pain; depression and anxiety; hypertension with increased edema on (B)(6) 2010 the patient underwent screening bilateral digital mammogram. Assessment: negative: birads. On(B)(6) 2011 the patient presented for follow-up with complaints of pain and stiffness in the left thumb area. Impression: diffuse degenerative joint disease; discoid lupus; hypertension. Blood pressure looks much better; depression and anxiety; hypothyroidism on (B)(6) 2011 the patient presented for pre-operative exam/ consultation. Impression: severe degenerative joint disease. Scheduled for reconstruction at the mcp on the right thumb on (B)(6) 2011. There are no contraindications to surgery at this point; depression and anxiety. With increased psychosocial stressors; discoid lupus. She has had a flare. She is on a steroid taper. Which should be coming to its end at the time of surgery; hypothyroidism; glaucoma on (B)(6) 2011 the patient presented with chief complaint of flu. Assessment: history of hypertension, myalgias and nausea. On (B)(6) 2011 the patient presented for follow-up, the patient still had significant issues of range of motion in the thumb and pain, but it was improving gradually. The patient complains of being fatigued and increased palpitations. Impression: hypertension. Blood pressure looks good on current regimen; discoid lupus; hypothyroidism; degenerative joint disease. With chronic pain issues; depression and anxiety; mitral valve prolapse. She has had some increased symptoms of palpitations, as well as fatigue. On (B)(6) 2011 the patient underwent echo cardiography . Conclusions: left ve1tricular systolic function was hyperdynamic with an estimated ef of >70%; there was trace mitral regurgitation; trace tricuspid regurgitation present; the right ventricular systolic pressure, as measured by doppler, is 33.91 mmhg; trace/mild (physiologic) pulmonic regurgitation. On (B)(6) 2011 the patient presented for follow-up with complaints of increased depressive symptoms, being tearful, mood swings. Impression: hypertension. Blood pressure is ok; depression and anxiety. Symptoms vary a lot. She has been having some stress in her job situation; lupus; osteoarthritis; hypothyroidism. Tsh was good in (B)(6) 2011. On (B)(6) 2011 the patient presented for a follow up and she has lost weight (6 pounds). She has some back pain and her hands and wrists hurt. She has some stiffness in her hands. Impression: hypertension; depression; chronic pain due to osteoarthritis; mitral valve prolapse; hypothyroid. On (B)(6) 2011 the patient underwent screening bilateral digital mammogram. Reason for exam : screening (asymptomatic). Assessment: n egative: birads. On (B)(6) 2012 patient presented with chief complaint of dizziness. She did have some nausea as well as 2 episodes of vomiting. These dizziness spells were mostly brought on with change of the position of her head. On (B)(6) 2012 the patient presented for a follow up and she has had more in the way of pain in her knees and hips. Weight is down 9 pounds from her december visit. She complained of some hoarseness in her voice. Impression: chronic pain; hypertension; hypothyroid; depression and anxiety. On (B)(6) 2012 the patient presented for a follow up and she has developed a crack on her right heel. She has somewhat decreased range of motion at that left knee, particularly with flexion. Impression: chronic pain; hypertension; hypothyroid; left knee pain and swelling; lupus; depression and anxiety. On (B)(6) 2012 patient presented with chief complaint of mid back pain. With twisting and bending, she feels a pop and a grinding. She says sometimes it can be quite sharp, and she does seem to have increased pain in the low back and hips with walking. On occasion, she also has some right toes that go numb with prolonged walking. Assessment: thoracic pain, scoliosis, lumbar spondylosis. X-rays of the thoracic spine showed no acute findings. X-rays of the lumbar spine showed marked interval degenerative change developing at l1 to above the prior effusion. On (B)(6) 2012 patient presented with back pain with l1-l2 degenerative disk disease. On (B)(6) 2012 the patient presented for a follow up with more pain and decreased ability to bend or tolerate standing or sitting for any period of time with her back. She has had intermittent headaches related with stress and worry. Impression: chronic pain; lupus; mitral valve prolapse; hypertension; hypothyroid. On (B)(6) 2012 patient presented for a follow-up on l1-2 epidural injection for back pain. On (B)(6) 2012 the patient has had some recurrence of back pain or worsening of her basal line back pain. The pain was in her upper lumbar, lower thoracic region. Her oxycodone and oxycontin doses have been increased. She is now on 15 mg of oxycodone up to six a day and oxycontin 30 mg pills two to three every eight hour. On (B)(6) 2012 patient presented for a follow up on pain complaints which have been increased. She has marked degenerative change in her hands, particularly her thumbs, more on the right than on the left with decreased range of motion. Impression: cervical disc disease and lumbar disc disease with chronic pain; lupus; hypertension; depression and anxiety. On (B)(6) 2012 patient presented with significant degeneration at the l1-2 level with listhesis, central canal stenosis and worsening back pain which was aggravated by walking, worse with standing. The patient MRI of the lumbar spine. Impression: remote anatomic fusion spanning l2-l5 levels without evidence of infection or recurrent spinal canal or recurrent neuroforaminal stenosis; large right dorsal lateral disc herniation at l1/l2 causing severe right lateral recess stenosis and severe asymmetric right l1/l2 neuroforaminal stenosis. There is also moderate chronic conus medullaris compression at the l1/l2 level; ejection disease l5/s1 without disc herniation, spinal cord compression or neuroforaminal stenosis; no fractures, spondylosis eases or evidence of metastatic disease. (B)(6) on2012 patient presented with back pain and noted some intermittent left calf tenderness. The patient underwent CT of the lumbar spine. Impression: significant degenerative disc disease at l1-l2 with bilateral right more than left lateral recess stenosis and probably moderate central spinal stenosis. The MRI demonstrated a central to right paracentral disc herniation at l1-l2. There is severe facet arthropathy at l5-s1 without significant spinal stenosis or lateral recess stenosis at l5-s1. There are internal instrument fusion changes from l2 through l4-l5 noted. On (B)(6) 2012 patient presented with a lot of pain, a lot of fatigue in her arms. She has pain, instability in her neck and stiffness in her hands on a chronic basis. Impression: cervical disc disease and lumbar disc disease with chronic pain; lupus; hypothyroidism; hypertension; depression and anxiety. On (B)(6) 2013 the patient continued to have significant back pain and has just started a trial of bone growth stimulator. On (B)(6) 2013 the patient underwent screening bilateral digital mammogram. Assessment: negative: birads. The patient also underwent bone densitometry. On (B)(6) 2013 the patient presented for follow up and continued to have some neck issues, as well as the arthritic symptoms in her hands. She complains of fatigue and has gained some weight back (5 pounds). She has significant degenerative change in her hands and wrists. Impression: chronic pain issues; hypothyroidism; depression and anxiety; lupus; mitral valve prolapse. On (B)(6) 2013 the patient presented for evaluation of low back pain. She still feels some popping or hears some popping when she twists, but this is less frequent. Her right l2 proximal thigh region continues to be chronically numb. On (B)(6) 2013 the patient presented for follow up on chronic medical problems. She had pain and weakness in her legs. There was swelling in joint and soft tissue noted in hands and wrists. Assessment: unspecified essential hypertension; glaucoma; depression with anxiety; unspecified hypothyroidism; rheumatoid arthritis; chronic pain. The patient presented with the history of lumbago and underwent CT of the lumbar spine. Impression: overall examination appears no significant changed as described. There may be mild spinal canal stenosis at l3-l4; multilevel neural foraminal narrowing as described. On (B)(6) 2013 patient presented with low back pain and right-sided neck pain. Assessment: her low back symptoms have been stable. Her neck is now causing her more problems. X-rays of the neck showed: solid interbody fusion between c4 and c7; increasing degenerative changes at c7-t1 with slight anterolisthesis. On (B)(6) 2013 patient presented for follow up on chronic medical problems. She continued to struggle with pain. She reported increased pain, swelling and stiffness in her hands as well as more numbness in both arms. Marked bony deformities in hands and wrists with moderate soft tissue swelling. Assessment: unspecified essential hypertension; depression with anxiety; unspecified hypothyroidism; rheumatoid arthritis; chronic pain; insomnia; on (B)(6) 2013 patient presented with low back pain and some difficulty with her neck. She continued to have pain in her fingers and stiffness worse in the morning. Patient underwent x-ray of cervical spine which showed stable alignment with hardware placement. Bone appears solidly fused with the interbody peek grafts. There is no abnormal movement on flexion and extension. There may be a millimeter or two of anterolisthesis of c7 on t1. This is unchanged from prior. Assessment: patient had exacerbation of neck pain and hand symptoms after doing some yard work. Neck pain is improved. Hand symptoms continue to persist. Patient has symptoms that were more suggestive of a peripheral compressive neuropathy. On (B)(6) 2013 patient presented with low back pain but also some neck and upper extremity symptoms. Emg and nerve conduction studies revealed a mild to moderate left ulnar neuropathy at the elbow and moderate to severe right median neuropathy at the wrist, as well as some bilateral radial sensory neuropathies but no radiculopathy, plexopathy, or myopathy. On (B)(6) 2013 patient presented with left buttock pain. Pain was located very focally behind the left buttock in the gluteal fold and will sometimes radiate down the posterior thigh but not below the knee. It seems to be worse when she is getting up from sitting to standing and when she starts walking. On (B)(6) 2014 the patient presented for a follow up on thyroid, arthritis, and chronic pain. The patient had lesshand pain and stiffness in her neck. She has been having trouble with her low back and pain radiation into her left buttock and leg over the past 2 months. Assessment: unspecified essential hypertension; unspecified hypothyroidism; tsh; future rheumatoid arthritis; chronic pain; lumbar disc disease; glaucoma. On (B)(6) 2014 the patient presented with low back pain but more troublesome left buttock pain with radiation posteriorly down the leg to the heel and across the lateral aspect of the left foot. Patient had a known degenerative disk above her fusion complex, worse on the right, at l1-2. Assessment: multilevel degenerative disc disease of the lumbar spine status post posterior lumbar fusion at l4-5 and xlif at l2-3 and l3-4 with adjacent level disease noted at l1-2 on previous imaging. Patient continued to struggle with low back pain as well as intermittent radiculopathy. On (B)(6) 2014 the patient presented for a follow up on chronic pain as well as other chronic medical issues. She noted more breakthrough pain on this regimen. There was moderate to severe bony deformities with moderate soft tissue swelling in the hands. Decreased range of motion at the lumbar spine. Assessment: unspecified essential hypertension; unspecified hypothyroidism; tsh; rheumatoid arthritis; chronic pain; osteoarthritis; depression; anxiety. Cymbalta was decreased to 30 mg.

Event description:
It was reported that on (B)(6) 2008 the patient underwent: right l2-3 and 3-4 extreme lateral interbody fusions with lateral plates l2-3 and l3-4, also with peek interbody grafts at both levels with mosaic with bmp. Preoperative diagnosis: l2-3 and l3-4 instability. Per-op notes: "at the l3-4 level, a 10mm height lordotic cage was placed after a trial confirmed this to be in good position. This peek cage, 50mm in length, 10mm in height, was packed with a mixture of mosaic and bmp and tapped into place under fluoroscopic guidance. Next a 10mm plate was affixed to the vertebral bodies of l3 and l4 with a screw in the body above and below. Finally ap and lateral fluoroscopy confirmed excellent position of the interbody grafts and good position of the lateral plates and screws at l2-3 and l3-4."

Event description:
It was reported that the patient underwent a right l2-3 and l3-4 extreme lateral interbody fusion w/ lateral plates and peek interbody grafts at both levels w/ mosaic mixed with rhbmp-2/acs .the peek cage, 50 millimeters in length, 10 millimeters in height, was packed with a mixture of mosaic and bmp and tapped into place under fluoroscopic guidance. Sometime postop, the patient reportedly sustained unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.